Event description:
A malfunction alarm was reported, identified by malf 9 and fault ID 0x20f1, indicating an issue with the user's pump, which was resettable. There was no adverse impact to the customer's blood glucose level. The customer could not reset the pump due to the absence of the tandem mobi charger, but pump reset information was provided by technical support. No follow-up was requested by the customer, and the case was subsequently closed.